Event description:
It was reported that the device exhibited high capture threshold. The lead was explanted and replaced. The patient's condition was good after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.